Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 81.7cm distal of the strain relief. The balloon was tightly folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. No issues were detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 19sep2019. It was reported that balloon inflation failure occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 3.00x30mm, concentric, de novo target lesion was located in the moderately tortuous and severely calcified mid to distal left anterior descending artery. A 1.50mm x 15mm maverick balloon catheter was advanced for pre-dilatation. However, during inflation, the balloon did not inflate even after applying nominal and rated burst pressure. The physician removed the device from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detached/separated.